Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim/fading display screen issue. The information provided indicated that the display screen was not readable in the sunlight. The display issue was noticed a few days ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.